Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused by 100ml. The pump was programmed to infuse 250ml of azithromycin at 250ml/hr; however, it was observed that the infusion was completed over 28 minutes. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. Correction g3: date received by MFR: the correct date is 2/11/2025 (and not 2/19/2025 which was listed in the original report). H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the event date; the reported infusion parameters were identified in the log. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.